Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the hard cannula fully retracted. The device data shows an expected number of pulses during priming and indicates the pod was deactivated immediately after completing the second prime. A portion of the exposed portion of the soft cannula was observed to be torn off resulting in the soft cannula being shorter than specification, and the fluid exiting the fluid path prior to when intended. The exact timing and cause of this damage cannot be determined. There were no damage or deficiencies observed that would contribute to a needle mechanism failure, and the device was manually reset and observed to deploy as intended. The root cause of the reported event could also not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g781u1ueslgyc1 hardware: sm-g781u1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported while attempting to activate a new pod, the cannula did not deploy, indicating a needle mechanism failure.